Event description:
On (B)(6) 2024 I had a breast MRI performed at (B)(6) hospital facility they call: (B)(6). The MRI worked as expected but I was not informed of how loud the MRI would be and I was not given proper hearing protection/ear plugs and so my ears were damaged and I now have tinnitus. Prior to starting the MRI I was asked if I'd like to listen to music and I said sure and picked a band to listen to. I was asked to get on the MRI bed face down and place my arms up with hands over my head. I called out that this position was very painful for me in my shoulders due to ra. The two technicians said or did nothing to help me reduce the pain so I tried to adjust so it didn't hurt so bad. The technicians then placed headphones loosely on my head for the music and pointed out that they didn't fit well and were only sort of on my head. I commented that I had a very small head and that headphones often don't fit me. They were only partially covering my ears and the technicians knew they weren't very secure on my head since they called this out initially. I didn't think this was important because it was just for listening to music. They gave me a push button to click if I needed to stop the MRI. The technicians never mentioned anything about hearing protection. They never offered me ear plugs. The MRI began and it was incredibly loud. I thought about pushing the button to stop the MRI but I just wanted to get the MRI over with since my shoulders were still in pain and the technicians didn't seem to care. Since nothing was mentioned by the technicians that the MRI could be loud I believed that this was normal and I also believed that the technicians and the hospital wouldn't do something to me that would harm me in any way so I thought it was safe; I thought this was the way it was supposed to be. At one point I was going to stop and ask if I could get my own earplugs out of my purse but I was in a hospital gown and I would have to go out to the changing area to the locker to get them. And again I just wanted to get the test over with due to the pain of my shoulders and now I just wanted to get it over with as fast as possible due to the loud sound. At the end of the test I took off my headphones and immediately my ears were ringing very loud and my ears were throbbing with dull pain. I felt like there was a shield or wall around my head and I had a light headache. I said to the technicians that they need to warn people about how loud the MRI can be and that if they had told me I would have worn my ear plugs. They said they did have ear plugs. After a few days the pain in my ear drums went away as well as the strange feeling of a shield that muted sound. As of (B)(6), I still have ringing in my ears at all times. I have had a hearing test done by an audiologist and seen an ent nurse practitioner. I do have some hearing loss but it isn't possible to tell if it is the result of the MRI or from normal wear and tear. In regard to the ringing in my ears, tinnitus, the audiologist does not perform any tests for that and referred me to a tinnitus specialist. The ent np also doesn't treat tinnitus and said that she believes it is inflammation that could heal in time and said to try curcumin to help reduce the inflammation, which I am. I would need to get tinnitus testing done by the tinnitus specialist to understand the level of damage that has occurred as the result of the MRI. I fully believe the damage to my ears which has left me with continuous ringing in my ears, tinnitus, could have been prevented if the technicians would have informed me that the MRI could be very loud and result in hearing and ear damage and properly fitting hearing protection was necessary. And ear plugs should have been offered to me. It I had known there was the potential for having hearing damage and tinnitus I would have immediately stopped the test when I thought it was too loud. Mr breast w and wo IV contrast bilateral was performed on a 1.5 tesla magnet utilizing axial t1, axial t2 weighted images, axial fat suppressed gradient echo t1 weighted pulse sequences were obtained. Pre-gadolinium, arterial, and interstitial phases of enhancement were obtained sequentially. Delayed sagittal t1 weighted images were obtained. Subtraction images were generated by post processing. Contrast administered: gadoterate meglumine (dotarem) 10 mmol/20ml injection 10 ml, total given: 10 ml (1 dose) intravenously without significant complications.

Event description:
Additional information received on 1/9/2025 for report number mw5164356.